Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was intended to be used in the papillary area during an endoscopic sphincterotomy (est) procedure performed on (B)(6), 2022. Prior to the procedure, it was noticed that the cutting wire was "torn." The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was intended to be used in the papillary area during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2022. Prior to the procedure, it was noticed that the cutting wire was "torn." The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was in good condition and there was no evidence of the wire being broken. A functional evaluation was performed by bowing the device outside and inside the scope, it bowed and returned from bowed position as intended. No other problems with the device were noted. The reported event of wire break was not confirmed. Upon analysis, the cutting wire was not broken. The device did not have any visual damage, during functional inspection the device was able to bow indicating that the wire was not broken. The returned unit did not show evidence of either the alleged problem or any defect that could have contributed to the event reported. Based on all gathered information, the most probable root cause of this complaint is no problem detected.